Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported failed preventive maintenance. Fails door closed. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door flag, front cover, rear case, front/rear door, module key, lock label, left iui, left iui seal, and right iui. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the pca flag door. A review of the device history record showed the device had a manufacture date of 20mar2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6), was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record and was performed for the sn (B)(6), confirmed similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported failed preventive maintenance. Fails door closed. There was no patient involvement.

Manufacturer narrative:
Correction to imdrf annex a codes.

Event description:
The customer reported failed preventive maintenance. Fails door closed. There was no patient involvement.